Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed the reported event. During troubleshooting, fse found that the suite pc was not booting up. Fse replaced suite pc and reloaded system software to resolve the issue. The suite pc was returned for analysis and the part analysis could not confirm any malfunction with the suite pc. However, after the replacement of suite pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the customer was unable to boot up the system. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.